Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an acu (automatic control unit) watchdog failure. The event happened during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was verified through device alarm history. It was found that the device was missing the plunger case seal and that the mainboard and speaker were defective. The mainboard and speaker were replaced.